Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred. Reportedly, the customer had not removed the pump during pumping. Customer's blood glucose level was 250 mg/dl. A new cartridge was loaded resolving the alarm.